Event description:
During a remote follow up, far field r wave oversensing was observed on the device. Reprogramming was advised however, no intervention has been performed at this time. The patient was stable and will continue being monitored.